Manufacturer narrative:
Manufacturing site ID updated to 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that actions and interventions taken to resolve the event was reprogramming with other contacts. The cause of the event was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that he patient did not feel stimulation anymore. It was noted that the impedances were high but still in range (1500-300 ohms) and reprogramming did not resolve the problem. The lead location was also checked via xray and was still in place. No further complications were reported or anticipated.